Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) two days post implant at the programmed output of 3.5 volts. An x-ray was obtained showing the lead had dislodged from a septal to apical position. Device therapy was disabled pending a revision procedure to reposition the lead. A procedure was subsequently performed wherein the rv lead was successfully repositioned. No additional adverse patient effects were reported.